Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0ptn5, implanted: 2014-(B)(6), product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer, physician. Product ID: 3889-33, lot# va0ptn5, implanted: 2014-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location. Initially starting last night the patient was not feeling stimulation like they were before. Before the patient felt stimulation in their bladder and now felt it in their vaginal lip. This happened gradually over the last 2 to 3 days. Turning stimulation up or down caused the patient to feel uncomfortable and the patient was concerned that their lead might have moved. On 3 of the 4 groups, the patient felt sharpness where the implant was in their upper buttock region. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient no longer had concerns with their device or therapy.